Manufacturer narrative:
The ge service representative conducted an onsite investigation. The candle sticks were cleaned and regreased. The system was tested and operates as intended.

Event description:
The customer reported that the system made a loud noise then lost all power. This event occurred during a procedure. No patient injury was reported.